Event description:
Single chamber ICD implanted. Due to increased capture threshold rv (4.v). Procedure performed to reposition rv lead (active fixation) took 25 turns to retract helix then "pop" felt. Lead removed and inspected. No obvious defect. However, helix could not re-advance with up to 30 turns.